Event description:
(B)(6) 2025 - we were notified of a patient who swallowed a capsule in (B)(6) 2025, but as stated by the customer, "it never went passed the stomach". Customer notified us that the physician had to retrieve it manually on (B)(6) 2025. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. (B)(6) 2025 - completed frm-0089 was received stating that the patient ingested the capsule on (B)(6) 2025. On (B)(6), the patient stated that the capsule had not passed. A kub was performed on (B)(6) indicating the capsule was still retained. The customer advised the patient to take more laxative with a repeat kub on (B)(6). Capsule was still found to be retained and therefore an egd was performed on (B)(6) 2025 to remove the capsule. Information on the form also included that the patient had a history of colon cancer and a "post right hemicolectomy with ileocolic anastomosis" that could have led to the capsule retention.

Manufacturer narrative:
(B)(6) 2025 - we were notified of a patient who swallowed a capsule in (B)(6) 2025, but as stated by the customer, "it never went passed the stomach". Customer notified us that the physician had to retrieve it manually on (B)(6) 2025. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. (B)(6) 2025 - completed frm-0089 was received stating that the patient ingested the capsule on (B)(6) 2025. On (B)(6), the patient stated that the capsule had not passed. A kub was performed on (B)(6) indicating the capsule was still retained. The customer advised the patient to take more laxative with a repeat kub on (B)(6). Capsule was still found to be retained and therefore an egd was performed on (B)(6) 2025 to remove the capsule. Information on the form also included that the patient had a history of colon cancer and a "post right hemicolectomy with ileocolic anastomosis" that could have led to the capsule retention.